Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 short port btt black inflation valve dislodged. A three-way stopcock was used to complete the procedure. The hospital did not report any patient complications. The product is returning.

Manufacturer narrative:
Maquet cardiovascular received the device on (B) (6)-2010. A supplemental report will be submitted when the investigation has been completed, and the final failure analysis has been received. (B) (4)